Manufacturer narrative:
Meter serial number (B)(6) was received for investigation. The investigation found that there was evidence of penetrative liquid contamination inside the meter. The investigation found that the meter strip port was contaminated and damaged by penetrative liquid contamination due to user mishandling. Per product labeling, "do not allow liquid to enter the test strip port or allow pooling of liquid on the touchscreen. If liquid does get into the test strip port, immediately dry the components with a dry cloth or gauze. If solution is allowed to collect in any meter opening, severe damage to the system can occur." No product problem was identified.

Manufacturer narrative:
Meter serial number (B)(6) and the strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from an accuchek inform ii meter, serial number (sn) (B)(6), compared to another accuchek inform ii meter, serial number unknown, and a laboratory result. At 8:00 p.m., the laboratory result was 309 mg/dl. At 10:13 p.m., accuchek meter sn (B)(6) gave a result of 479 mg/dl. At 10:23 p.m., accuchek meter sn unknown gave a result of 352 mg/dl. At 10:48 p.m., accuchek meter sn (B)(6) gave a result of 463 mg/dl. At 11:14 p.m., accuchek meter sn (B)(6) gave a result of 474 mg/dl. The laboratory result and the result from accuchek meter sn unknown were deemed correct.